Event description:
Previous bilateral saline breast implants 1999. Presented now with partial deflation right breast implant. In for bilateral removal of saline implants, capsulotomy. Implant of bilateral gel implants & right mastopexy.